Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed watchdog timeout. Customer's blood glucose reading at the time of the incident was 85 mg/dl. Customer reported that he inserted a new battery and the pump counted to six. Customer reported that, as a result, the pump now has a black screen. Customer stated that the issue remained unresolved after the battery was changed. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify black screen anomaly, count up numbers anomaly, program alarm anomaly due to blank display. No vibration anomaly noted. Pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.